Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided x-ray images finds nothing indicative of a device problem. It is possible, based on the superior positioning of the femoral head within the liner / cup construct to confirm wear of the poly liner over time. After more than 20 years implanted material wear is not unreasonable to expect. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the devices associated with this report had been implanted for more than 20 years prior a need for revision. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that on (B)(6) 2020, the patient had a revision left total hip arthroplasty to address failed left hip. The poly liner was noted to have been completely worn through. The patient was noted to have increasing discomfort, pain, decreased range of motion, and preoperative radiographs reportedly showed evidence of migration. Depuy components were noted to have been used during this procedure. During the procedure the surgeon observed that the poly liner had been completely worn through. There was slight damage to the metal shell, but it was retained. There black tissue due to titanium debris. The femoral stem was well fixed and retained. The trochanteric clamp was removed. Bone loss and osteolysis were also noted. Medical records from (B)(6) 2021 note that the patient is 6 months post revision, dislocated hip and had to have it reduced. Medical record from (B)(6) 2021 note that the patient has dislocated 3 times and has instability.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Doi: (B)(6) 1997: patient received a left hip revision of unknown products and femoral allograft and cabling to treat severe femoral and acetabular osteolysis secondary to complete wear-through and disassociation of an unknown polyethylene liner. A trochanteric osteotomy was performed to debride massive femoral cystic osteolysis. The unknown stem was well-fixed and retained. The trochanteric fragment was reattached using a competitor cable-grip system and competitor allograft. The competitor liner was disassociated from the cup and completely worn through. The acetabular cup was well-fixed but revised and acetabular osteolysis was debrided. The patient received a depuy srom titanium deep profile cup, an srom lg liner with pin lock and screws, and a depuy response metal femoral head. The procedure was completed without complications. Dor: (B)(6) 2020: patient received a left tha revision to treat pain and discomfort secondary to complete wear through of the polyethylene liner. Upon entering the joint, massive periarticular synovitis with tissues stained black secondary to titanium debris was identified and debrided. The poly liner was completely worn through causing minimal damage to the cup that was not severe enough to warrant cup revision, as the cup was well-fixed. Along with the liner, the locking pin and done screw were revised with no reported product problems. The unknown femoral stem was well-fixed and retained. The competitor cabling system was removed from the trochanteric fragment as the soft tissue has healed sufficiently. The liner and head were revised with depuy products. The procedure was completed without complications. Doi: original tha performed in 1983 with unknown products. A search of the clinical database did not identify any depuy products implanted before 1997. Dor: (B)(6) 1997- revision of unknown cup, head, and liner with retention of unknown femoral stem (revision 1). Dor: (B)(6) 2020- revision of liner and head due to liner wear left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the provided x-ray images finds nothing indicative of a device problem. It is possible, based on the superior positioning of the femoral head within the liner / cup construct to confirm wear of the poly liner over time. After more than 20 years implanted material wear is not unreasonable to expect. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the devices associated with this report had been implanted for more than 20 years prior a need for revision. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total hip to address polyethylene liner wear. Date of revision #1: (B)(6) 1997, date of revision #2: (B)(6) 2020, (right hip). Treatment: femoral head and acetabular liner revised.